Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break was noted on the attached catheter. Catheter wear was noted on the center portion of the attached catheter. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be granular in both regions. Therefore, the investigation is confirmed for the identified fracture as partial break was noted on the catheter. However, the investigation is unconfirmed for the reported material puncture as a more specific fracture was identified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a port placement procedure using powerport isp m.r.I. Implantable port, groshong single-lumen, 8f. It was reported that sometime post a port placement, the catheter was allegedly perforated. It was further reported that port and the catheter were explanted from the patient. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly perforated. It was further reported that port and the catheter were explanted from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break was noted on the attached catheter. Catheter wear was noted on the center portion of the attached catheter. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be granular in both regions. Therefore, the investigation is confirmed for the identified fracture as partial break was noted on the catheter. However the investigation is unconfirmed for the reported material puncture as a more specific fracture was identified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly perforated. It was further reported that port and the catheter were explanted from the patient. There was no reported patient injury.